Event description:
Reason for revision(s): pain. This dint is for the left hip. Awaiting confirmation regarding right hip revision.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (implant date); (date received by manufacturer); (remedial action indicated); (correction/removal number). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Revised for pain.

Event description:
Asr revision; asr xl - left hip; reason(s) for revision: pain; dislocation not arising from traumatic events.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Recommended asr revision - both hips.